Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received recurring no delivery alarms and a hospitalization for unspecified high blood glucose. The customer did not recall if the hospitalization was due to the excessive no delivery instances on her insulin pump. During the hospitalization, the customer was treated with an insulin drip with lots of fluids. She was wearing the insulin pump at the time of hospitalization. The customer stated she had tried different infusion sets with her insulin pump but this did not resolve the no delivery issue. She also stated she lost her job because she constantly needed to leave work because of the issues she was having with the insulin pump. The customer declined troubleshooting. Nothing further was reported.